Event description:
During implant, high impedance was observed after connecting the leads to the device. The device was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The field complaint of high lead impedance was not confirmed. The pacer was received in normal working conditions. Electrical and mechanical analysis performed, including tests at various loads revealed normal pacer functionality. Visual inspection of the header and connectors did not find any anomaly that could cause high impedance. Total projected longevity based on field settings is 7.33 years and it is also the remaining longevity to elective replacement indicator (eri).